Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device was beeping due to an alert for high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the right atrial (ra). The device has not been interrogated to reset the alert. Additionally, the patient has ongoing atrial fibrillation. There were no adverse patient effects reported. The device and ra lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device was beeping due to an alert for high out-of-range pacing impedance measurement, measuring greater than 3000 ohms in the right atrial (ra). The device has not been interrogated to reset the alert. Boston scientific technical services suggested that the healthcare professional bring back the patient for an outpatient clinic visit to have the beeps turned off. Additionally, the patient has ongoing atrial fibrillation. There were no adverse patient effects reported. The device and ra lead remain in-service.